Event description:
An integrity rapid exchange (rx) stent was implanted in the mid lad, which was reported to be a focal lesion exhibiting 90% stenosis. Procedural notes provided confirmed that the physician was unsuccessful in delivering a guide wire across the target lesion, and attempted to deliver a second guide wire which appeared to have dissected the vessel distal to the lesion. The guide wire was successfully positioned across the lesion and the integrity stent was delivered to the mid to distal lad where the stent was deployed at a pressure of 10 atms. Subsequent angiograms showed significant contrast extravasation consistent with a coronary perforation. The delivery balloon was subsequently re-inflated and left inflated for five, ten and thirty minutes respectively until repeat angiograms showed no further contrasst extravasation, indicating that the perforation had sealed. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure -dissection and perforation, patient's condition affected effectiveness of device-90% stenosis. Evaluation: conclusion: device failure/lack of effectiveness related to patient condition-90% stenosis. (B)(4).